Event description:
Patient in a vegetative state and with chronic respiratory failure found unresponsive. Staff report bacterial filter tubing was disconnected from the ventilator when arriving in the room. Patient was manually bagged. Additional resuscitative efforts were not put in place as patient was noted to be dnr. A physician assessed the patient and pronounced him deceased.